Event description:
During troubleshooting for an unrelated alarm, it was found that the caregiver (cg) had removed the final bag and connected it to the heater line as the heater bag and supply bags were empty. The technical service representative (tsr) explained that the cg had compromised the setup and assisted the cg in ending therapy. There was no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.